Manufacturer narrative:
Reported event: the reported device is a 3.0 rio® robotic arm - mics, catalog: 209999. Method & results: device history review: a review of the DHR associated with rio 125 found the pt review and quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding the robotic arm coming into contact with the or staff during a procedure. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. The device was not retuned for evaluation.

Event description:
During the procedure while operating the robot, the nurse was hit on the right hand/wrist. The arm either malfunctioned or the mps performed an action that caused the arm of the robot to released and hit the nurse on the right hand/wrist.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the procedure while operating the robot, the nurse was hit on the right hand/wrist. The arm either malfunctioned or the mps performed an action that caused the arm of the robot to released and hit the nurse on the right hand/wrist.